Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of lung abscess and thoracotomy. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
Box d: model number and catalog item were updated.